Manufacturer narrative:
One imp,tsv,3.7,8,mtx,mg (tsvtb8) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris about the implant threads and collar. Product matched print specification where measured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 7 and used for approximately 1 year. The reported event could not be recreated due to the nature of the dental device and event (medical condition). DHR review was completed for the subject lot number 1227355. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1227355) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (sinus perforation) or product (tsvtb8). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that implant (tsvtb8) was mobile, lost integration and perforated the sinus cavity. Implant was removed and site was grafted. Tooth location 7.